Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found the soft cannula to be kinked and slightly stretched, measured to be out of specification at 1.0675 in. In length. No issues were observed with fluid flowing through the complete fluid path though the soft cannula was kinked and stretched. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels exceeded 290 mg/dl while wearing the pod between 4 and 24 hours. The pod was not sticking well to the skin. When removed from the infusion site (abdomen), the pod's cannula was found bent.